Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead was tested, and the parameters were normal. After placement of the lead, it was retested; however, neither sensing nor pacing was found, and there was no improvement after replacing the wire. The pacemaker and wire were used to test the lead again, and the results were normal. After inserting the lead into the pacemaker, the program controller under telemetry was not showing any atrial or ventricular signals. It was suspected that the lead was damaged. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and stretched out. Dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The clinical observations of device sensing issue and brady pacing not delivered when required were confirmed based on these findings.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited sensing issues, and no pacing values were observed after placement. When the lead was initially tested, prior to insertion, all parameters were normal. The pacemaker and an external wire were used to test the lead again, and the results showed normal values. After inserting the lead into the pacemaker, the program controller under telemetry was not showing any atrial or ventricular signals. It was suspected that the lead was damaged. As a result, the lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.